Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during the implant procedure, the lead could not be fixed to the patient's atrium. The physician attempted several times to fix the lead to the atrium, but was unsuccessful. Another lead was used to complete the procedure. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.